Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occured. The lesion being treated was 2.68mm, 80% stenosed, 12mm long moderately stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a 3.00x16mm taxus liberte' study stent. Balloon withdrawal resistance occured. This resolved without further treatment by using enhanced force. There were no further complications. The patient was discharged the next day on plavix and aspirin.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident cannot be determined. Product unavailable for analysis.